Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy the surgeon experienced problems with the blade not working properly (intermittent solid tone and wouldn't rotate). She finished the case with the blade and proceeded to go below to complete the case. At this point the surgeon observed bleeding from the transections done with the harmonic scalpel. The surgeon used suturing to stop the bleeding and completed the case. The patient had 3 liters of blood transfusion. The device was discarded.